Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19579. It was reported the stimulation turned on without prompting. Reportedly the stimulation turned on at a very strong level prompting painful muscle contractions. The patient also reports the stimulation is causing her to have seizures. The patient wants to have the system explanted. The next course of action is to meet with the physician. However, the patient cancelled the appointment and did not reschedule.